Event description:
Asku

Event description:
It was reported that during off label use of device during a 3tesla MRI scan, the sensing integrity counters were up to 78 for rv and 105 for atrial. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: interference/noise was noted. The lifetime sensing integrity counters are 81 for ventricular and the atrial is 105. These counts occurred over the 90 minutes between the two s2d files. Patient reported to have had an MRI during this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.